Event description:
Customer complained that they could not get the head up function to work on the bed.

Manufacturer narrative:
The technician replaced the head up valve which resolved the issue. The bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.